Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the mildly calcified right superficial femoral artery, the fox plus balloon ruptured at 15 atmospheres during the second inflation. The complete balloon was removed from the anatomy. There was no adverse patient effect. No additional information was provided.